Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure and had to be rebooted to restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the fluoro function board had instances of re-booting with the system lock-ups. The isolation transformer was adjusted for appropriate voltage output. The ffb and x-ray controller pcbs were re-seated. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.